Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the load plate cover was torn and the wire strands were broken. The physical damages found during visual inspection are not related to the reported event. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 7/2012). A review of the autopulse archive was performed and the reported complaint of the error message "system error, out of service, revert to manual CPR" was confirmed to have occurred on the reported event date of (B)(6) 2014. The archive data shows system error 132 (internal watchdog timeout) error message. Upon initial functional testing, the error message "system error, out of service, revert to manual CPR" was observed. Additional testing of the platform could not be performed due to the error message. It was observed that the processor pca board was defective. Furthermore, the encoder shaft was noticed to be sticky. Based on the investigation, the parts identified for replacement were the top cover (wire strands), load plate cover, clutch plate, and the system processor board. In summary, the reported complaint was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor pca board. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Event description:
Complainant alleged that during a cardiac arrest, the patient was positioned on the autopulse platform over a flat, hard surface. The platform was then turned on and displayed an "out of service-revert to manual CPR" message. The crew attempted to troubleshoot the problem by re-positioning the patient and lifeband as well as reinserting original and new batteries, however, the issue would not resolve. Crew reverted to manual CPR (exact length of time not provided) using an acd (active compression/decompression) device. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Complainant also reported that the crew attempted to troubleshoot the reported issue back at the station however, the issue would not resolve. The crew confirmed that there were no reports of the unit being dropped between the morning shift check and deployment of the platform. Product in complaint was returned to zoll circulation on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.